Event description:
On (B)(6) 2008, I had the allergan ap lapband. I numerous fills and unfills over a few years. Continuous vomiting, stomach hurt really bad also chest pains and left shoulder pain all the time. Later, I went to my lapband dr and he did a fluoroscopy and it showed that liquid was making its way outside of my stomach. I was in a lot of pain, I could drink very little w/o hurting. He put me on ciprofloxacn 500 mg. He could not do an endoscopy at the time because, he was scared of the infection going throughout my body. I was suppose to take the medicine and come back to see him in a few days. During that time, I started running a fever and in severe pain. I went in for emergency surgery on (B)(6) 2014 to have my eroded lapband removed. I spent 3 days in the hospital. After about 2 months, I was still having chest and left shoulder pain and still hurting in my stomach. Dr (B)(6) sent me to a gastroenterologist, he did an endoscopy showed a huge ulcer and also after 14 hours of no food I still had a lot of food in my stomach, at that time, he put me on reglan, protonix and carafate. I continued to hurt and he scheduled in 4 months for another endoscopy. It still showed the ulcer and this time after 15 hours of no food, I still had a full stomach. He changed me from reglan to erythromycin. He told me I had vagus nerve damage from the band erosion. As of today, I am still on those 3 medicines and my stomach continues to hurt along w/ my chest and left shoulder pain. It bothers me greatly everyday. The vagus nerve damage is permanent and I honestly think that allergan should be held responsible. Thank you.